Event description:
This pt had two cypher stents implanted in the mid-lad. Six days later, the pt returned for a planned staged procedure to treat a cto in the mid-rca. Two additional cypher stents were implanted. Seventeen months later, the pt returned for a repeat angiogram, which revealed patent stents in the lad and total occlusion of the stents in the rca. This was treated with the implantation of three taxus stents, spanning from the proximal through the distal rca and recovering the cypher stents. Eighteen months later, the pt was admitted with chest pain and was ruled in for mi. Angiography revealed stent thrombosis and total occlusion of the taxus stents in the rca. This was treated with balloon angioplasty.

Manufacturer narrative:
The product is not available for analysis. Additionally, the sterile lot number is not known. No further analysis can be performed for complaints reported without a lot number and for which the associated products will not be returned. In-stent restenosis is a known potential outcome of coronary stenting, and is multifactorial in etiology. Subsequent stent blockage may require repeat dilation of the stented area. Well-known predictors associated with a higher rate of restenosis following stent implantation include pt factors such as sex, prior history of restenosis, diabetes, hyperlipidemia, hypertension, unstable angina, vasospastic angina, renal disease, and smoking; procedural factors such as device-to-artery ratio, presence of significant residual gradient, significant residual stenosis, and the extent of dissection; and angiographic factors such as the size of the reference vessel, severity of the stenosis, presence of calcium, eccentric lesions, saphenous vein graft location, ostial or proximal lesion location, and left anterior descending lesion location, as well as chronic total occlusion and long lesions. There is no evidence to suggest that this event is related to a manufacturing issue or device defect. There are multiple pt, vessel, lesion, procedural, and pharmacological factors that may have contributed to this reported event of restenosis. This is one of two reports submitted for the same event. Please reference MFR report # 3003742446-2009-00173.